Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the titanium tip broke when cleaning. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.